Event description:
The customer reported that they had multiple alaris channels stop working suddenly. In one instance the customer reported: "I just had multiple alaris channels stop working suddenly when I touched a channel to pause the protamine infusion in response to sudden hypotension with pressures in the 30's. Earlier in the case, the nth channel somehow spontaneously turned itself back on after it had been paused." There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device logs were returned or expected to be returned. No failure investigation could be performed. The root cause of the customer's experience was not identified.